Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1660 was confirmed. Service replaced the circuit board. Use testing was performed. The problem source is the circuit board.

Event description:
Information was received that the cadd legacy pump had error code 1660, alarming at battery. No reported adverse effects.